Event description:
During a polypectomy procedure, the physician selected a cook endoscopy acusnare polypectomy snare. The snare successfully connected to the active cord and was advanced through the endoscope. The first polypectomy was successful. The snare was removed from the endoscope and disconnected from the active cord. With the snare still outside the endoscope and not in contact with the endoscope and pt, the user attempted to connect the snare to the active cord in preparation to perform a second polypectomy during the same procedure. At this time, the snare handle and active cord did not fit securely. Another snare was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report. The handle of the acusnare polypectomy snare would not securely fit into the active cord adapter. The arms of the electrical pin of the acusnare handle exhibit a bend, preventing secure attachment between the active cord and the acusnare handle. The acusnare and active cord connector were subjected to a conductivity test with an ohm meter. The test verified continuous conductivity. (The buzzer of the ohm meter is continuous). When the acusnare was tested with an ohm meter by touching the electrical pin and the snare, continuous conductivity was achieved. Although the handle was connected to an active cord and passed a continuity test with an ohm meter, the bend in the electrical pin of the acusnare handle could cause an insecure connection and result in difficulty with current application during use. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: a definitive cause for this observation was unable to be determined because the actual product handling conditions could not be duplicated in the laboratory setting. However, we can provide the following comments: a bend in the electrical pin of the acusnare handle could cause an insecure connection and result in difficulty with current application. Bending of the electrical pin can occur if care is not exercised by the user during use and general handling. If the active cord was connected or removed at an angle, this could have caused the arms of the electrical pin to bend, causing connection difficulty. Prior to distribution, acusnare polypectomy snares are subjected to a visual inspection and functional test. The functional test includes verification of proper connection to the active cord. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.